Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 26mmx 4.25mm, eccentric, de novo target lesion was located in the left anterior descending artery. The lesion was pre-dilated with a 3.5x12 balloon catheter resulting to 40% residual stenosis. A 28 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, it was noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.